Manufacturer narrative:
On 22-sep-2020, the analysis was completed based on a photo that was provided. Investigation summary : during visual evaluation of the photo, no apparent damage or visual anomalies were observed on the device. Based on available information, the mentor failure analysis lab was unable to confirm that the reported complaints are device related. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that the side of rupture was reported incorrectly on the previous report. The patient experienced left-sided rupture. The relevant field has been updated. Updated reason for device explant and/or reoperation: autoimmune disorder, rupture, capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast reconstruction with two 225cc mentor memorygel breast implant prostheses experienced autoimmune disorder (2010), left-sided capsular contracture (grade unknown, 2015), and right-sided rupture (2016) and breast cyst (2020) postoperatively. The patient stated that three years after the implantation surgery, she was diagnosed with fibromyalgia and suffered several unexplained systemic symptoms, including muscle spasms, ringing in ears / tinnitus, numbness in arms, easy bruising, breast pain, joint pain, hair loss, and stretched throat. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced hardness of her left breast in 2015, and her right breast was lopsided and appeared not normal with breast pain in 2016. Mammogram performed on (B)(6) 2020 indicated right-sided breast cyst. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. A healthcare professional reported that the patient¿s implants were discarded after the explantation surgery, and only pictures of the implants are available for device evaluation. This report is for the left-sided prosthesis.